Event description:
It was reported that during the open procedure, the device gave an error code 5. The customer tried to clean the device and it gave the same error 5. The customer used a second device to complete the case. There was no pt consequence.

Manufacturer narrative:
Date sent: 05/31/2007. Blade cracked due to activation without tissue. Eval summary: the analysis results found that when attempting to activate the device on a generator gave an error code. Visual examination found an area of the blade that was discolored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. This failure is caused due to activation of the device while clamped without tissue being present. For this reason, the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument". A batch records review was performed and no anomalies were found during the manufacturing process.